Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process

Event description:
The account stated that one patient sample generated an initial false positive architect b-hcg result of 41.68 mlu/ml. The result was not reported out of the lab. The sample was retested twice with results of less than 1.2 mlu/ml. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr replaced and calibrated the pipettor probe, cleaned the wash zones and tightened all the valves. The fsr also analyzed the sample in question (B)(4) times for the (B)(4) assay, and all (B)(4) results generated were <1.2 miu/ml. The fsr stated that the probable cause of the issue was the pipettor probe and indicated that the analyzer was performing according to specifications. Complaint trending was performed and no adverse trends were identified. The axsym system operations manual was reviewed and was found to contain adequate information to assist in resolving discrepant result issues. The architect (B)(4) package insert was reviewed and was found to adequately address discrepant results. No product deficiency was identified for the architect analyzer. This is the final report.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00601 has been submitted to address this error.